Manufacturer narrative:
According to the facility on (B)(6) 2022 when attempting to intubate the patient for a procedure the anesthesia provider inserted the laryngoscope blade into the patient's mouth and when they went to lift up on the handle to visualize the airway the handle broke apart. After this occurred the anesthesiologist obtained a new handle and was able to intubate the patient without issue. Per the facility there was no noted injury and only 'a slight delay obtaining a new handle to continue with the intubation'. Per the facility there was no noted impact or injury to the patient. The sample was returned and a root cause could not be determined at this time. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022 when attempting to intubate the patient for a procedure the anesthesia provider inserted the laryngoscope blade into the patient's mouth and when they went to lift up on the handle to visualize the airway the handle broke apart.